Event description:
It was reported that the patient experienced tingling in the right check, tongue, and right arm. The patient also experienced a tight neck and a lightheaded feeling. The symptoms started in (B)(6) of 2011. Blood work was done and no issues were seen. The patient could not adjust stimulation lower than 1.7volts. This was a limit set by the hcp. The patient stated that the implantable neurostimulator (ins) had dropped down into her left breast. Since the event the patient had felt the current going through her and a tightness in her neck from the wires being pulled. The hcp instructed the patient to turn the ins off, leading to a return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387s-40, lot# v566778, implanted: 2011-(B)(6), explanted: unknown, lead model 3387s-40, lot# v616863, implanted: 2011-(B)(6), explanted: unknown, extension model 37085-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown, model 37085-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown, programmer model 37642, serial# (B)(4).

Event description:
Additional information. The health care professional (hcp) attributed the event to the extension. There were no abnormal impedances. The stimulator was surgically revised during which the stimulator was repositioned upwards. The patient was hospitalized and the hcp stated there was no patient injury. The hcp also noted at a follow up appointment the patient still complained of tightness in the neck, but the hcp said this was unproved.